Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 5040354 / 5028152. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 22006329. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients pain was at a tolerable level, however, stimulation was not satisfactory. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.